Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2021-00250.

Manufacturer narrative:
(B)(4). Associated products : unk tibial component; unk articular surface. Report source: foreign : (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation, as additional information has been requested from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02412, 0001822565 - 2021 - 02413.

Event description:
It was reported a patient underwent a knee revision last month due to unknown reasons. Attempts have been made and no further information has been provided at this time.